Manufacturer narrative:
No UDI is available, as the serial number of the ceiling lift used with the reacher (the accessory that detached) is unknown. Following the event, the reacher was inspected by an arjo technician. Its condition was assessed as ¿very bad¿; therefore, it was taken out of use and replaced with a new one. The arjo technician established that when the lift was installed on the track using the reacher by the customer¿s staff, the reacher rod had not been removed. Consequently, it detached and fell during use. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer¿s health manager contacted arjo to report that the reacher rod (a ceiling lift accessory used for installing and removing a portable ceiling lift from the track) used with the maxi sky 440 ceiling lift had detached from the magnet and fallen onto a resident. No injury was reported.

Manufacturer narrative:
The reacher rod which was a part of accessory facilitating attaching the ceiling lift to the installation that used with the maxi sky 440 (arjo ceiling lift) had detached from the magnet (part of reacher) and fallen onto the resident. No malfunction of the maxi sky 440 device itself was reported. During the inspection following the event, the arjo technician identified that during installation of the lift onto the track, a reacher was used by the customer¿s staff and the reacher rod was not removed after completion of the installation. As a result, the rod became detached and fell during subsequent use. It was additionally observed that the reacher showed signs of significant wear, which may have been a contributing factor to the detachment of the reacher rod. In this configuration, the reacher rod and the reacher hook connecting the ceiling lift to the track are separate components. The rod is magnetically attached to the reacher hook. In summary, the event appears to be associated with the reacher rod remaining on the track after installation, with the condition of the reacher potentially contributing to the occurrence. Based on the available information, a definitive root cause could not be established. Following the event, the reachers were inspected and the customer was informed of the correct installation practice, including the requirement to remove the reacher rod after installation. To sum up, no malfunction of the maxi sky 440 device itself was reported. It was used for the patient transfer and played the role in the investigated incident by being a part of a lifting system. The system failed the performance specification as the reacher rod detached and fell on the resident. No injury occurred. H3 other text : the customer was not able to specify which ceiling lift unit was used.